Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room for diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 406 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include excessive thirst, fatigue and malaise. It was reported that the pod¿s cannula appeared to be bent. The patient was treated with 9 units of insulin which were administered by a medical professional. The patient was released 1 hour later the same day.